Manufacturer narrative:
Initial reporter: (B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump was unable to recognize the 10cc syringe during setup. The biomed found a syringe error upon power up. The error was cleared and a preventative maintenance was conducted, but the error reoccurred during power up. There was no reported adverse event.